Manufacturer narrative:
The initial report indicated the suspect product was the handheld device serial cable however analysis found that the issue is most likely due to the wand, as a result the following fields were updated to reflect information for the programming wand: brand name. Type of device. Model number and serial number. Device manufacture date (mo/day/yr).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming system was working intermittently. It was determined that the issue was due to the handheld serial cable or the programming wand. The wand battery was replaced but the issues were not resolved. There were no issues with the handheld device. The serial cable and wand have not been returned to date.

Event description:
Only the wand was received for analysis on (B)(4) 2014. Analysis of the wand was completed on (B)(4) 2014. The battery was not returned and the serial data cable, which produced communication errors, had an intermittent conductor at the handle location. After a known good bench battery was installed and a known good bench serial data cable was substituted, all communications errors cleared. The wand successfully passed electrical test results. Continuity testing of the battery cable passed. After a known good bench battery was installed and a known good bench serial data cable was substituted, the programming wand performed according to functional specifications.